Manufacturer narrative:
A ge service representative performed an on site investigation. A contact in the lemo connector was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.